Event description:
It was reported that a lead alert triggered on the right ventricular lead for noise and a high number of sensing integrity counters. The lead was reprogrammed and remains in use. A lead revision will be arranged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.